Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. No prime/fill anomaly noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to exit the preparing to prime loop, even after removing battery. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to. Customer was advised that insulin pump would need to be replaced. During troubleshooting customer was advised to get out of prime loop with a pen. Insulin pump passed self-test. Insulin pump would be replaced. Customer's blood glucose was unknown.